Event description:
Reporter indicated a pt was experiencing pain a the vns generator site. The vns was disabled but the pain continued to worsen and the pt was hospitalized. The pt had no known trauma. The pt then had vns generator replacement surgery performed for reported "battery malfunction." Vns diagnostics with the resident lead and new generator were "ok" per the implant card received by the manufacturer. The pain resolved after the generator was replaced. The explanted generator was returned for analysis and no anomalies were identified. There were no performance or any other type of adverse conditions found with the pulse generator.